Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has allegedly the device is not functional and there is no power. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer can confirm the presence of contamination in the airpath. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observe dust/dirt contamination in the airpath and was not able to confirm the complaint or address the symptoms specified.